Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device, and the reported problem could not be duplicated or confirmed. The unit met all specifications, and no problems were observed during the assessment. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that during routine testing, it was observed the attachment device was "running hot". The device was not used in surgery. There were no injuries or medical intervention reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.